Manufacturer narrative:
No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of nodules and oedema, and the non-serious event of bruising were considered expected and possibly related to the treatment. The non-serious event of fatigue was considered unexpected and unrelated to the treatment. Potential contributory factor for oedema, nodule and secondary bruising include injection technique; while surgical anesthesia, corrective treatments and anxiety might have contributed to fatigue. Serious criteria include the need for surgery, multiple medical interventions and hospitalization. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a female patient of unknown age. Additional follow up information was received on (B)(6) 2019 from a physician. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with restylane lyft lidocaine (lot 15317) (unknown amount, lot number, injection technique and needle type). A week after first injection, on an unknown date in (B)(6) 2019, the patient experienced an important oedema (implant site oedema), nodules (implant site nodule). The patient underwent unspecified surgery with anaesthesia and had drainage. The patient had also experienced fatigue (fatigue) and secondary bruises (implant site bruising). The patient went to medical emergency department during weekend of the ascent. The following treatments were given to her: solupred [prednisolone], augmentin [amoxicillin, clavulanic acid], pyostacine [pristinamycin] and flagy [metronidazole]. The patient went on sick leave for 10 days. It was reported that the physician did not know if it was an infectious cellulitis or something else. The physician discussed with an allergist and would perform a test on the same batch as she required a batch investigation. The patient bacteria samples were performed per surgery. They were sterile but the patient was under antibiotic treatment so it was not easy to isolate germs. According to the physician, it was surprising for an infection but she did not want to exclude anything. The patient had underwent two scans: pre and post-surgery. The patient was feeling much better and was less tired. The reporter assessed the case as serious due to intervention to prevent permanent damage and hospitalization (however over night hospitalization has not been reported). Outcome at the time of the report: important oedema was recovered/resolved. Nodules was recovered/resolved. Fatigue was recovering/resolving. Secondary bruises was recovering/resolving. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2019. Case upgraded to serious based on the information from (B)(6) 2019. Events nodule, fatigue, bruising and treatment drugs added. Ae onset date, event outcome updated.